Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with drainage noted at the pocket site. It was determined that the patient had experienced pocket infection. The whole system including the implantable cardioverter defibrillator was explanted. Patient condition was stable.